Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker and competitor right ventricular (rv) lead experienced an episode of dizziness and pre-syncopal symptoms as a suspected result of pacing inhibition indicated by an external electrocardiogram showing a rate below 30 bpm for approximately 5 seconds. It was noted that a similar event had occurred one month earlier at another facility at which time an automatic switch from bipolar to unipolar sensing configuration was observed due to an out-of-range pace impedance measurement. Testing was performed during which all parameters were within expected limits in both unipolar and bipolar configuration. Provocation maneuvers produced noise and oversensing resulting in pacing inhibition in unipolar configuration. The device was reprogrammed to bipolar sensing with the minute ventilation (mv) sensor and automatic configuration switch were disabled. Boston scientific technical services (ts) discussed the programming changes were appropriate and provided additional suggestions for system evaluation at the physician's discretion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker and competitor right ventricular (rv) lead experienced an episode of dizziness and pre-syncopal symptoms as a suspected result of pacing inhibition indicated by an external electrocardiogram showing a rate below 30 bpm for approximately 5 seconds. It was noted that a similar event had occurred one month earlier at another facility at which time an automatic switch from bipolar to unipolar sensing configuration was observed due to an out-of-range pace impedance measurement. Testing was performed during which all parameters were within expected limits in both unipolar and bipolar configuration. Provocation maneuvers produced noise and oversensing resulting in pacing inhibition in unipolar configuration. The device was reprogrammed to bipolar sensing with the minute ventilation (mv) sensor and automatic configuration switch were disabled. Boston scientific technical services (ts) discussed the programming changes were appropriate and provided additional suggestions for system evaluation at the physician's discretion. No additional adverse patient effects were reported.